Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was not working properly. The ventilator was not in use on a patient at the time of the reported event. A non-medtronic/covidien service provider inspected the device and found the oxygen sensor to be faulty. Medtronic was not authorized to service the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.